Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the device had a rusty reservoir, pump, interlock block, and hoses. The was rust throughout the circulation path except the thermistor and heater assembly; which looked brand new. The complaint was confirmed. Most probable root cause was attributed to the liquid they put into the device. The product's history records were reviewed and there were no non-conformance nor service-related issues that would have resulted in the reported complaint. Replaced the pump and float switch then cleaned the rest of the fluid path that had rust. Performed preventative maintenance. The device passed functional testing after the completed repairs.

Event description:
It was reported that there was rust proliferation. Patient involvement is unknown.